Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that pt's lead was explanted and replaced due to ineffective coverage. The pt indicated he described better coverage of his original pain pattern. The pt's ipg was electively explanted and replaced during the procedure. The pt reported effective stimulation coverage postoperative.